Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor memorygel breast implant 225cc, catalog number 3502254bc, serial number (B)(4), lot number 5585334. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had undergone bilateral breast revision procedure with gel mentor memorygel breast implant 250cc on the right breast implant and with gel mentor memorygel breast implant 225cc on the left breast implant had experienced pain involving left anterior chest wall inferior to the breast. Pain on abduction of left arm. The left implant appears intact. Stable post lumpectomy changes within the left breast implant. The right breast implant has intracapsular rupture. The rupture was confirmed by the MRI by the healthcare professional. As a result, the patient will undergo reoperation of unknown type on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 07/30/18, it was reported to mentor that the device history record ( DHR) of lot number 5622467 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).